Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on july 02, 2008, that an endovive safety peg kit pull method device was used during a peg insertion procedure. According to the complainant, the blade shield protector could not be unlocked during the procedure. The physician completed the procedure with a different scalpel (manufacturer unknown). No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device was not returned; therefore, a device evaluation cannot be performed. The cause of the reported event is undetermined. A review of the customer's shipment history revealed three lots (11814249, 11788834, and 11774278) that were recently shipped to this customer. A review of the device history record of each lot revealed no anomalies.